Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, injector found to be fragile, during the implantation, tip that pushes the iol broke no further information is expected.

Manufacturer narrative:
Photo review: photo provided showing company device. The plunger has been advanced potentially halfway into the nozzle. The plunger is broken in half. The broken top is outside the device held by health care professional (hcp). No lens can be seen in the device. Based on our observation of the attached photo, the plunger is broken in half. The broken part is outside the device. The remaining plunger is advanced into the nozzle entry. No lens is visible on the photo. It is not know when the plunger broke or how the iol was advanced or removed from the nozzle as the complainant indicates the implantation using company cartridges. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).